Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed the pressure test and further investigation revealed that the device's pump is faulty. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a faulty pump. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the unit was not working. No case involved. After investigation it was noticed that the device failed the pressure test due to a faulty pump.